Manufacturer narrative:
Patient weight not available from the site. A medtronic field service engineer went to site to complete a system checkout on 1/27/2015. It was found the mobile view station (mvs) would not boot up. A mvs computer and monitor were sent to site. They were replaced by fse and sent back to the manufacturer for evaluation. The returned computer was tested and confirmed reported problem "will not boot up". Computer does not boot up, hard drives were tested with a known good computer and drives worked as expected. Failure mechanism: no power. The returned monitor was tested and could not confirm reported problem. Mvs display was installed on the mvs station and worked as expected. Reported problem was due to defective computer received along with this monitor. After replacement system tested and fully functional, it was put back into use. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report a complaint that the mvs monitor on the imaging system is completely black and doesn't appear to be getting power. Troubleshooting included; checking power chain from monitor to ups, all connections were tight and in correct spot. Confirmed line and system power lights were on, computer was powered on, dvd drive was able to open, printer was powered on. There was no impact on patient outcome.